Manufacturer narrative:
A titan otr pump, cylinders 1 and 2, and reservoir were received for evaluation. Partial separations within abrasion were noted on the longer exhaust and inlet tube of the pump. These are not sites of leakage. Abrasion was also noted on the shorter exhaust of the pump. No functional abnormalities were noted with the pump. A separation was noted on the strain relief of cylinder 1. This was a site of leakage. The surfaces of the separation showed uniform striation, indicating contact with sharp instrumentation. A group of separations was noted on the reservoir strain relief, indicating contact with unshod instrumentation. This was a site of leakage. The information received indicated a tubing tear/leak, but because no functional abnormalities were noted with the returned components, the complaint could not be confirmed as reported. Because these components were released according to manufacturing and quality control procedures, it was concluded that the observed instrument separations in the cylinder 1 strain relief and reservoir strain relief occurred subsequent to the device packaging being opened. In addition, because the expected use of this device combined with the observed separations would have resulted in an earlier detected fluid loss, it was concluded that the separations most likely occurred during or subsequent to explant. These separations are not associated with the cause for failure. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
According to the available information, though not verified, pump tubing leak (tear). Device revised the lot # was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted.